Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films preop with severe degenerative collapse, scoliosis apes left at l1, and degenerative spondylolisthesis at l4/5. Initial surgical treatment is a l1 to s1 fusion with interbody device at l4 and posterolateral fusion the length of the rods. Subsequent films show lysis about the l1 screws with some movement on flexion view at this location. Lysis around the s1 screws reported cannot be verified. No interbody support is noted at any level except l4.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at l1 and s1. Patient refused revision procedure.